Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via sems that an ar-1995shn noncannulated short screwdriver shaft had an issue. The tip of the shaft broke while removing the post screw from the knee. The broken fragment could not be removed. This occurred during use in an unspecified procedure on (B)(6) 2023 with no patient harm. Additional information has been requested. On (B)(6) 2023, the arthrex employee provided the following information via email: this occurred during an acl reconstruction procedure. The tip of the shaft broke inside the patient's knee, and the fragment could not be removed. The surgical procedure was completed successfully, and there was no case delay reported.

Event description:
On (B)(6) 2023, the arthrex subsidiary employee provided the following information: this procedure was a revision surgery, but no additional information was available regarding the exact date of the first surgery or whether arthrex products were used.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-1995shn was received for investigation. Functional testing was not conducted due to the damage to the broken device into two pieces. Visual evaluation found that the device was broken into two pieces, also the tip of the device was twisted. The most likely cause for the reported failure is user error for applying excessive force during use or through leveraging/prying the device.